Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the customer disconnected from the infusion set site and did not observe basal insulin exiting from the end of the infusion set tubing. The customer changed pump supplies, successfully filled the infusion set tubing with insulin, resumed basal insulin delivery, and subsequently did not observe basal insulin exiting the infusion set tubing. Customer alleged insulin was being delivered via bolus delivery but not during basal delivery. Customer's blood glucose (bg) was 530 mg/dl, and was treated with a manual injection. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.